Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on stored ventricular episodes. The health care professional (hcp) inquired whether the oversensing represented true noise or electromagnetic interference (emi). Technical services (ts) suspected emi, as noisy signals were observed on all channels; however, due to a similar occurrence on a separate date, a lead-related issue could not be ruled out. The oversensing resulted in a three-second pause. This rv lead measurements were within normal limits. Ts recommended to perform isometric testing during an in-clinic evaluation. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on stored ventricular episodes. The health care professional (hcp) inquired whether the oversensing represented true noise or electromagnetic interference (emi). Technical services (ts) suspected emi, as noisy signals were observed on all channels; however, due to a similar occurrence on a separate date, a lead-related issue could not be ruled out. The oversensing resulted in a three-second pause. This rv lead measurements were within normal limits. Ts recommended to perform isometric testing during an in-clinic evaluation. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.